Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the buttons on the touch screen was intermittently unresponsive. During troubleshooting with tandem technical support, the pump functioned as intended. The customer's blood glucose level ranged from 140-180 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.